Event description:
A customer contact beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different pt samples that were generated by the access 2 instrument. The accu tnl result was 9.12ng/ml from pt a and 9.36ng/ml from pt b. The customer retested the pt a and b original samples for accu tnl. The repeated accu tnl results were 0.00/0.00ng/ml for pt a and 0.15/016ng/ml for pt b. There have been no reports of death or pt injury attributed to or connected with this event.